Event description:
It was reported that the programmer did not boot up fully. The programmer was sent in for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report of programmer not booting up, programmer passes all functional testing. It was noted that the system fan was noisy.